Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump a false air in line alarm on the left side was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be damage to the air sensor printed circuit board on pump 1. The air sensor on pump 1 was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted baxter to report a flogard pump which experienced a false air in line alarm. The event occurred in the general patient ward. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.